Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown femoral head. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to manufacturer

Event description:
It was reported that patient had a left hip revision due to elevated chrome levels and pain. Surgeon revised the head and liner.